Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. No further investigation was necessary for this complaint. Patient went to hcp who decided to remove the sensor from the patient's arm due to abscess. Antibiotics was prescribed which healed the infection. Patient was re-inserted with a new sensor in the opposite arm to continue using eversense xl cgm system.

Event description:
Senseonics was made aware of an incident where patient reported infection at the insertion site. Patient had a sensor inserted on (B)(6), she said that within 3 weeks the abscess formed. The sensor had to be removed due to the abscess and antibiotics was prescribed. A new sensor was inserted on the left on (B)(6) 2022 , to continue using eversense xl cgm system.